Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet sleep/wake button appeared unresponsive to the patient, though the spouse could wake and unlock the device, and the device responded when the patient was guided to apply a light press; the issue related to the sleep/wake switch component and presented as an unresponsive button. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no device problem found despite an initial perception of a key or button not working, with the involved component identified as the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to user technique.